Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of traceability and review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this instrument, the investigation found no evidence to indicate a device malfunction. The root cause is related to a wear from use if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
Roi-c: broken hook of inserter in patient then removed. As reported by the sales rep during a roi-c surgery, the roi-c inserter was used to implant 2 roic implants. On the second implant, when removing the inserter the hook on the distal end of the inserter broke off upon removal. The broken piece was removed from the patient and discarded without any issues. The surgical technique was respected for cage positioning and cage was well secured. No impact on patient.